Event description:
It was reported that the pt experienced a shocking/jolting sensation following a fall. The pt has had balance problems and fallen numerous times. It was reported that the pt was in "fair" condition. Additional info has been requested, but was not available as of the date of this report.